Event description:
It was reported the right s1 lead had migrated and confirmed via x-ray. Therapy was not effective. As such surgical intervention was undertaken wherein the right s1 lead was replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.